Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that during a routine follow up, the battery longevity indicated that there was three months left on this cardiac resynchronization therapy pacemaker. On the way home, the patient experienced dizziness and a few syncope while driving. The patient was taken to (B)(6) hospital and the device was interrogated and found pauses of 6 to 7 seconds. The patient received adrenaline and was paced externally. The patient was then transported back to the following physician at (B)(6). The physician then tried to interrogate the device and received a red screen on the programmer. The device was now in safety mode. A temporary pacemaker was implanted and this device was explanted. No additional adverse patient effects were reported.